Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event and subsequently expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiovascular event as there is no other code that best describes a cardiovascular event. This is one of two device reports associated with this event.